Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2011. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided." Patient allegedly received a filter via the right femoral vein. On (B)(6) 2011, implant report: "...we could visualize and place a micro puncture needle into the right femoral vein, confirmed by easy venous return and nonpulsatile flow." "The selected retrievable filter was advanced through the introducer and placed with its tip at the level and slightly inferior to the projected renal veins, confirmed by fluoroscopy, and the delivered to the correct position." On (B)(6) 2017, report from CT (computed tomography): "large amount thrombosis in the iliofemoral vessels of the pelvis and groin extending into the caudal inferior vena cava at the level of an infrarenal ivc filter. A small amount of thrombus does protrude through the metal ivc filter struts and at the thrombus fragments could displace distally to the pulmonary arteries as pulmonary emboli. A thrombosed caudal ivc and iliofemoral vessels are distended and there is fat stranding about the left anterior hip and posterior bilateral pelvis extending along the iliac vessels to the caudal ivc." On (B)(6) 2017, retrieval report (successful): "I advanced the sheath to the inferior vena cava and performed a cavogram. I then used bronchial forceps to free up the apex of the filter and was able to pull the filter into the sheath and retrieve the filter in its entirety through the sheath. I personally inspected the filter on the table to insure that all components of it had been removed from the patient's body and they had."